Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on, however, the keypad alarms adjust button does not function when pressed. It was found that the keypad alarms adjust button was corroded and stuck in the depressed button position.

Event description:
It was reported that when the alarm limits button with the bell is touched, the device shuts off. The unit will engage in monitoring activities. No known impact or consequence to patient.